Event description:
Based on analysis approved on (B)(4) 2013, this is now a reportable event. It was reported that during a percutaneous coronary intervention, difficulty of the stent delivery system to cross the lesion occurred. The 89% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. A 4.00x24mm promus element stent was selected to treat the lesion and was advanced into the target vessel. However, it failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. Following device analysis, it was found out that the struts on the first row on the distal end of the stent were misaligned.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).